Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).